Manufacturer narrative:
Examination of the returned broach handles does not confirm the reported latch failure. A mating broach did connect to both returned handles. It was confirmed that the handle levers were looser than they would have been when they were first distributed more than 10 years ago. The items are in very poor over all condition, confirming wear out from repeated heavy use. No corrective action indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broach will not latch onto handle.